Event description:
The initial complaint was reported to conmed electrosurgery as "no output." The suspect device was returned to conmed electrosurgery for eval. During the eval, the pencil self activated.